Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a stent delivery system was returned for analysis. A hypotube break was noted between the manifold and strain relief hub. The manifold section proximal of this break site was not returned. A visual and microscopic examination of the stent found stent damage, with stent struts lifted on distal stent strut rows 3-5. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found a hypotube break located 2cm proximal to the distal strain relief, as well as multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found wire lumen damage 137cm distal to the distal strain relief, with wire lumen stretched and bunched for 1mm. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 36-38mmx3.5-4.0mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 38 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 36-38mm x 3.5-4.0mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 38 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.